Event description:
A malfunction was reported on the pump, with the error code malf 12 displayed. The issue caused the customer's blood glucose level to exceed 500 mg/dl, though a specific high value was unknown. The customer administered a correction injection via mdi and did not require assistance from a third party. Technical support provided information to reset the pump, which did not resolve the issue, and proceeded to send a replacement pump with updated software. The customer was instructed to complete training, acknowledged their understanding, and planned to return the problematic pump within 10 days using a pre-paid label.